Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented for their two week post-op appointment and described pain at the groin incision site. Ultrasound showed a clot. Patient was diagnosed with deep vein thrombosis (dvt), admitted to the hospital, and received oral medication. The patient is enrolled in the micra continued access clinical study. No patient complications have been reported as a result of this event.